Event description:
It was reported that a home patient experienced a leak at the transfer set. This occurred during dwell five of phase four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a crack on the tip of the transfer set. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.